Event description:
(B)(4). Unusual heavy bleeding, was put on pill to stop bleeding, had to continuously have iron levels checked because of loss of blood, sharp pains in side. Severe and now chronic back pain, as well as heavy menstrual and sharp pains in side. Headaches that have now turned into chronic migraines.